Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch 2032227-2016-32359.

Event description:
The customer's mother reported via telephone call that the insulin pump had alarmed three times for a no delivery alarm during a bolus. The blood glucose reading was 489 mg/dl. The alarms had been resolved with a complete set change. The reservoir was not returned for analysis.